Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015. A review of labeling, trending and risk documentation for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when abbott medical optics was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: unknown. When the field service specialist (fss) visited customer site, they reported safe state error (error 2012 -instrument host timeout error) during the case. The account was able to reboot the system and complete the case with out incident. As a precaution, the fss replaced several electronic parts (versalogic printed circuit board assembly (pcba), 2b rohs programmed module and programmed hard drive assembly). Fss recalibrated vacuum and verified all system functions. The unit meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The medical center reported that safe state error, error 2012 (instrument host timeout error) occurred on the whitestar signature system while the unit was in use. It is unclear when the error occurred. There were no complications reported and no treatments delayed or cancelled. It was reported that the customer has a back up system.